Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in (B)(6), multiloc humeral nailing system was used for a surgical neck fracture case. In (B)(6), the reduction of the bone head was found to be collapsed. The surgeon decided to replace it with an artificial bone head. On (B)(6), nail removal and bone head replacement surgery was performed. When extracting the screw-in-screw in the proximal a hole, it spun around and couldn¿t be removed. (The driver could engage the recess of the screw head, and move counterclockwise.) In this surgery, the incision was made by deltopectoral approach, so the surgeon opened the surgical site and removed the screw by grasping the screw shaft inside the bone head and pushing it out. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.